Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen and also had no power alarm. The blood glucose was 64 mg/dl at the time of the incident and she did eat to correct it. Customer changed battery and it is still not coming on. The device will be returned for analysis. Customer advised to insert a new battery as soon as possible, if display does not return revert to a back up plan per healthcare professional instructions until the replacement battery cap arrives. The device will not be returned for analysis.